Manufacturer narrative:
Received one used list #142560488 primary plum set attached to a bag spike adapter with spiros. As received the inlet and outlet filter appeared to be wetted out with prior infustate. No additional damage or anomalies were observed. The set was leak tested per specifications. A leak was observed from the outlet filter of the inline filter. The complaint of normal saline leaking from the 0.2um filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported normal saline was leaking during infusion from 0.2um filter during chemotherapy treatment course. There were no obvious defects noted on the tubing set such as cracks or breaks. The tubing was replaced, and therapy was resumed. The products were stored in an air-conditioned room in the hospital and was not exposed to extreme temperature conditions. There was no damage noted such as occlusions, or kinks, or bends and no cassette test failure. There was patient involvement and no patient harm.